Manufacturer narrative:
The protege everflex was returned inside a clear biohazard pouch. A visual inspection of the deployment system showed dried blood observed around the tip assembly. Approximately 0.3cm of the inner assembly was visible the distal rim of the stent with the tantalum markers was observed. The proximal end of the loaded stent was observed at approximately 20cm from the distal tip. The deployment system catheter was cut and exposed the hypotubing. Witness marks were identified at approximately 2.7cm. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege everflex with a 6fr non-medtronic sheath and non-medtronic guidewire during treatment of a 25mm plaque cto (chronic total occlusion-100%) in the patient¿s mid superficial femoral artery (sfa). Vessel diameter reported as 6mm. Slight vessel tortuosity and calcification are reported. IFU was followed. No damage noted to packaging prior to use. It is reported after opening the packaging, the physician found the bracket end was incomplete and that the stent was exposed. It is reported the device was pre-deployed in its packaging. No components were missing. The device was not used in the patient as the issue was noted during prep. The device was replaced with a non-medtronic stent. Procedure completed successfully. No patient involvement. The returned device showed evidence of use in the patient.